Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one versastep plus. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The cannula was broken at the distal end and the expansion sleeve was torn. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy, the user noticed the tip of the device damaged. The broken piece was retrieved from the subcutaneous layer. The event during use on the patient. The procedure was completed with another device. The device was not reprocessed/re-sterilized prior to use. There was no impact to the patient.

Manufacturer narrative:
(B)(4).